Manufacturer narrative:
The customer reported the device was discarded. The lot # was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: incomplete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer only advanced half way down the sheath. The safety release was used to successfully remove the device from the pt anatomy. Hemostasis was achieved using manual compression. Though requested, no additional information was available.